Event description:
Blood noticed from left wrist arterial line site, dressing change attempted but arterial catheter leaking increased quickly and did not stop when manual pressure applied to site. Line removed. Upon exam of catheter, when catheter was flushed, it flushed out of the hub, not the catheter.